Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing no therapeutic benefit from the deep brain stimulation lead on the left side. The patient underwent a revision procedure where the left lead was repositioned, and two additional leads were implanted. The patient was doing well post-operatively.